Manufacturer narrative:
The cause of the discordant elevated ast and alti results is instrument malfunction. A siemens healthcare diagnostics customer service engineer (cse) was dispatched to the account and noted probe misalignment. The cse found tubing connections were jammed against the ultrasonic. Service repaired tubing connections, changed probes and realigned the system. Repairs were confirmed with a precision test. Quality control and a system check both passed. Service and the customer have monitored the system and the issue has not recurred since the service visit. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated aspartate aminotransferase (ast) and alanine aminotransferase (alti) results were obtained on patient samples on the dimension exl with lm system. The results were reported to the physician who questioned the results. The same samples were repeated on an alternate siemens instrument, dimension vista, and lower results were obtained. Corrected results were issued. There are no reports of patient intervention or adverse health consequences as a result of the discordant ast and alti results.